Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. During unpacking of a 5.0 x 40, 135cm mustang¿ balloon catheter, the device bounced off the sterile table and onto the floor. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.